Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller initially reported a display issue in which the freestyle libre 2 reader would flash on an off repeatedly and ordered a replacement device. The caller further reported that due to a delay in the delivery of the replacement, the customer was unable to monitor glucose and experienced stomach pain and loss of consciousness. The customer was treated with juice and tablespoon of sugar provided by a third-party. There was no report of death or permanent injury associated with this event.